Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon evaluation of the iabp the stm found the tubing from the pmi to fill assembly, was pinched between the frame and the cover. This was interfering with the moisture removal process. The stm reformed the tubing, and replaced the pneumatic module assembly. The stm performed full calibration, and all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the plastic tubing of a cardiosave intra-aortic balloon pump (iabp) was full of condensation/water. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.